Event description:
It was reported that this device system exhibited high-out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring 147 ohms. The local area field representative was contacted for additional information. At this time, no further information is available. It is unknown what the current status of the device is. No adverse patient effects were reported.